Manufacturer narrative:
Device not returned to manufacturer.

Event description:
The obtuse marginal contained some mild to moderate tortuosity (proximal to the lesion site) and a moderate to severe calcified stenotic lesion. Intervention ensued and the lesion site was pre-dilated with a 3.0 trek semi-compliant balloon prior to placement of a 3.5 x 33 elunir stent. The stent delivered without difficulty through a 6f ebu guiding catheter (engaged coaxially to the left main) to the site of the stenotic lesion and was deployed at nominal pressure (10 atm). Post-deployment of the elunir, after deflation of the balloon, the physician experienced mild to moderate difficulty removing the balloon. To assist with removal of the balloon, it was suggested pulling negative twice to return the balloon to its smallest post-deployment profile. After successful removal of the balloon, the physician verbalized the mild to moderate difficulty he experienced while removing the balloon post deployment of the elunir. No patient injury reported. Additional information received in march 19, 2018: the product was stored properly according to the instructions for use (IFU); no damage was noted to the product packaging upon inspection prior to use; no difficulty was noted during removal of the product from the packaging; no re-sterilized products were used; the device was prepped according to the instructions for use (IFU); no anomalies were noted; the guide wire lumen was flushed prior to loading the delivery system onto the guide wire; it was verified that the stent was contained within the outer portion of the balloon prior to insertion and deployment; the guide wire lumen was flushed with the tool provided prior to loading the delivery system onto the guide wire according to the indications for use (IFU); the stent was deployed at nominal pressure. The delivery system and the balloon were removed intact from the patient post deployment of the stent with mild to moderate difficulty; the balloon and delivery system were discarded.